Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer also experienced a low blood glucose (bg) level of 50 mg/dl. The low bg cause was related to customer working out. Customer consumed carbohydrates to address bg. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.